Manufacturer narrative:
This medwatch is considered an initial and final report as the investigation is complete. Investigation summary: 'no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Contaminated insulin syringe: the patient used 3 syringes as part of a change protocol sex. The client uses insulin syringes for her protocol because they are well graduated to be more precise in the dosage of its treatment. When the patient wants to take a sample of hormone from the vial, there is a whitish liquid that comes out of the syringes. The patient still injected the product into the abdomen. The last injection took place (B)(6) 2024 in the morning (according to the phie trainer) the customer used 3 whole sachets before making this statement after her phie bd micro fine tm+u-100insulin 05ml